Event description:
The manufacturer received information alleging a ventilator failed to deliver air flow and the device was alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the sensor board was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.